Event description:
Home patient's spouse contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, during the drain cycle, the pt line of the homechoice set came separated from the home pt's transfer set. The technincal svc ctr assisted the home pt's spouse in ending therapy early. The home pt completed their therapy by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.